Event description:
The customer reported that they did not receive audible alarms at the bedside or the central station for a pt who experienced an asystole event.

Manufacturer narrative:
The customer that a philips monitor did not alarm audibly and contributed to a pt's death. A philips field service engineer (fse) went onsite and investigated the incident. The fse stated that he tested the monitoring system (mp70 and pic) and all of its alarm functionalities and the system worked as intended. He also stated that while testing the monitor in question, he noticed that the volume was set to 3 on a scale of 1 to 10 (low). Investigating further, he also noticed that the alarm speaker at the central station was tucked in behind the printers, and the cb system communicating with the ems was blasting loud. The fse then met with the risk manager, the director of operations, and asked the site's biomedical engineer to take them for a tour to check the volume on other monitors. They found that the volume was set to 3 on all of them. It was then agreed that this is not the optimum way of monitoring pts. In spite of the low volume setting, the alarm logs show that when this asystole alarm occurred, it was acknowledged at the central station. Based on the available info, we conclude that the monitoring system did not malfunction and worked as intended. No further investigation or action is warranted.